Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 tavr case by tf approach the valve was positioned in the annulus and inflation started, but the balloon did not inflate at all. The commander with valve was pulled back and retrieved into the esheath, then all devices were removed together. New devices were prepared and implantation was successful. The patient was doing well and no vessel injury occurred. After inspecting the removed commander it was seen that the balloon had a ¿tear¿.

Manufacturer narrative:
During pre-decontamination of the device, a tear was confirmed on the crimp balloon just proximal to I/c bond. Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned inserted through the full loader assembly and sheath, with the valve crimped on the inflation balloon and partial fine adjust used. A tear was observed on the crimp balloon just proximal to the I/c bond. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. A DHR review did not reveal any manufacturing related issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to ¿balloon ¿ torn¿.  A review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category ¿damaged¿. No IFU/training deficiencies were identified. Additionally, inspections in place during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned device. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Because there was no difficulty with de-airing reported, the tear likely occurred during the procedure and was not present out of box. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Although it was reported that there was no tortuosity and no difficulty with valve alignment, it is possible that valve alignment was performed in a curved section of the aorta. Procedural imagery was not provided for review. If the physician performed valve alignment at a curve, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Available information suggests that patient/procedural factors likely contributed to the complaint events. However, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for risk assessment per management discretion. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit, no further escalation is required at this time.